Manufacturer narrative:
Correction: second snare was not sent down the scope. Correction: procedure was completed with a competitor's snare. Additional information: cautery pin did not detach, but rather was bent. The complainant indicated that the device will not be returned for evaluation.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00136 addresses the other device. It was reported to boston scientific corporation that two captivator polypectomy snares were used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, the first snare was advanced through the scope and into the patient. When the active cord was about to be connected, it was noted that the active cord connector of the snare was damaged. This snare was removed from the scope. A second captivator polypectomy snare was examined and sent down the scope, when it was noted that the active cord connector of this device was damaged as well. The procedure was completed with a third captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the nature of the damage to the device and the circumstances surrounding this event have been unsuccessful to date. Because it could not be confirmed whether the cautery pin detached, this has been deemed a reportable event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-00136 addresses the other device. It was reported to boston scientific corporation that two captivator polypectomy snares were used during a polypectomy procedure performed on (B)(6) 2010. According to the complainant, the first snare was advanced through the scope and into the patient. When the active cord was about to be connected, it was noted that the active cord connector of the snare was damaged. This snare was removed from the scope. A second captivator polypectomy snare was examined and it was noted that the active cord connector of this device was damaged as well. The procedure was completed with a competitor's snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Follow-up information regarding this event revealed that the second snare was never sent down the scope and that the procedure was completed with a snare from a different manufacturer. Additionally, the cautery pin did not detach as previously reported, but rather was bent. Based on the latter, this is no longer a reportable event.